Event description:
The customer reported that the a3059 mayfield skull clamp had too much movement. The surgeon had just started working with two loaner a3059 mayfield2 skull clamps sent and reported the same issues with the movement of these type of skull clamps. The doctor was wondering if this movement is normal for these type of skull clamps and also wanted to know if other clients had reported similar issues. The device was not returned as he continued to use it. There was no patient injury.

Manufacturer narrative:
Integra has completed their internal investigation on 29 oct 2016. The product was not returned for evaluation. Device history record reviewed for this product ID lot # and work order # (B)(4)manufactured on 10/29/15 show no abnormalities related to the reported failure. All 20 devices passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback in trackwise for this reported failure and or related to "too much movement" for this product ID shows that 5 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary the root cause to the end users experience could not be determined as product was not sent in for inspection. An in-service is being recommended with focus to observing the end users experience.